Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited high capture threshold, along with loss of capture and high impedance out of range. Later on the right atrial (ra) lead was found to be fracture. The ra lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.